Event description:
Dealer alleges that end user's head section of bed is no longer able to move. The dealer believes when the head section is in the up position, the end user uses her weight to shift positions and to get in and out of bed. The head section is stripped and no movement is possible.